Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing discomfort at the lead site due to ligamentum flavum irritation from the lead. The patient will undergo a revision procedure wherein a new lead will be implanted.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the lead site due to ligamentum flavum irritation from the lead. The patient will undergo a revision procedure wherein a new lead will be implanted.